Manufacturer narrative:
Unit power up properly after battery installation. No critical pump error (open book image). Unit was downloaded successfully using (thus software) for reference. The adapt tool was utilized to search for any alarms that may have occurred in the past or around the complaint date that might of trigger the reason complain. Proceed it with the following testing to assure proper functionality of the unit. Pump passed self test, displacement test, sleep and active current measurement test. The adapt tool recorded that on 01/22/2025 13:00:01.000 pump error 63 and pump error 4 were recorded. File=2005 line=9926 variable = 15. Per software engineering log investigation pump error 63 was generated due to the rf chip error. Pump error 4 is the consequence of pe63. Suspecting the hw. The adapt tool also recorded pump error 23, 68 and 49. Per software engineering log pump error 68, 49, and 23 were generated on the pump startup due to the memory corruption. Isolate to electronic assemblies. Proceeded by cutting unit open and perform a visual inspection on connectors and electronic assembly. All connectors were plugged in properly however, during deconstructive analysis moisture damage was noted causing an intermittent electrical short. In conclusion, customer allegations are not confirmed. Unit powered up properly after battery installation and all buttons functioning properly. During download history review pump error 63 and pump error 4 alarms were recorded in addition with pump error 68, 49 and 23 due to corroded electronic assembly. Isolate to electronic assemblies. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Select patient information cannot be provided due to regional privacy regulations. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced alarm-a361-pump error 68 (trace pointers are invalid), alarm-a318-pump error 4 (the motor arm cannot communicate with the main arm), alarm-a357-pump error 63 (hardware low level failures), alarm-a329-pump error 23 (post-reset ram crc alarm), alarm-a351-pump error 49 (history pointers failed. The history pointers are corrupted), alarm-aa99-critical pump error. The customer reported no adverse event. The event involved product(s) mmt-1712kl. Customer reported receiving a pump error. Customer was able to clear the error and fill cannula delivery test was successful. Error table did not indicate that pump should be replaced and pump passed self test. Customer was not using quick bolus speed feature on an impacted pump. Customer reported receiving pump error 23. Customer was able to clear the error and complete the rewind process. Pump was recently stored, without a battery for > 8hrs, or error occurred immediately after battery change. Customer reported a critical pump error/open book image error. No harm requiring medical intervention was reported. Mmt-1712kl was requested and customer will discontinue to use the insulin pump. Customer response was the device will be returned.